Manufacturer narrative:
Device expiration date is not applicable- the alliance I handle is a reusable device with no expiry. The examination of the returned device revealed no defects with the device. When the device arrived for evaluation the shifter knob was turned to the neutral position and a calibrated syringe was placed in the handle. The shifter knob was placed in the forward position and pumped until the gage registered 7 atmospheres, held for 30 seconds and returned to zero when the shifter knob was turned to neutral. Root cause classification of not confirmed ¿ the complaint included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation handle was involved in a dilatation procedure (patient age, gender, weight, ID and event date are unknown) according to the complaint, during the procedure the alliance handle is unable to produce enough pressure to either inflate or deflate the cre balloon. The customer had to set the handle to neutral and manually inflate and deflate the balloon but pushing and pulling the alliance syringe forwards and backwards. The procedure was completed this way with no patient complications. The patients condition has been reported as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown it was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation handle was involved in a dilatation procedure (patient age, gender, weight, ID and event date are unknown) according to the complaint, during the procedure the alliance handle is unable to produce enough pressure to either inflate or deflate the cre balloon. The customer had to set the handle to neutral and manually inflate and deflate the balloon but pushing and pulling the alliance syringe forwards and backwards. The procedure was completed this way with no patient complications. The patients condition has been reported as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation handle was involved in a dilatation procedure (patient age, gender, weight, ID and event date are unknown) according to the complaint, during the procedure the alliance handle is unable to produce enough pressure to either inflate or deflate the cre balloon. The customer had to set the handle to neutral and manually inflate and deflate the balloon but pushing and pulling the alliance syringe forwards and backwards. The procedure was completed this way with no patient complications. The patients condition has been reported as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.